Manufacturer narrative:
H3: one device was received for evaluation. Service history review identified that the device had not been serviced in the past. The event history log (ehl) review found no related issue. The reported issue was duplicated through functional testing as contamination was found on the latch lock flex sensor. The latch lock flex was replaced to correct the issue. The device then passed all functional tests after the repairs.

Event description:
The customer returned the product for latch will not lock, during physical inspection it was found that the latch lock flex sensor was contaminated. There was no patient involvement.